Event description:
It was reported that patients implantable pulse generator (ipg) was sticking out and cause pain. It was also noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) system revision procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 137470, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 137295, UDI: (B)(4).

Manufacturer narrative:
The reported ipg and lead on the initial report had no UDI. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that patients implantable pulse generator (ipg) was sticking out and cause pain. It was also noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) system revision procedure and was doing well post operatively. The explanted device will not be return due to facility policy.